Event description:
The hcp reported that the patient had an acute episode of psychosis and an increased white blood cell count. A lumbar puncture was performed and revealed an increased white blood cell count. The patient's previous pump was explanted due to infection.

Event description:
The hcp reported that the onset of the patient's psychotic symptoms is unclear. It is believed that he may be dealing with "emerging psychiatric issues" unrelated to the pump or therapy. The pump was implanted approximately 8 months after the previous pump was explanted due to infection. The reporter indicated that she is unsure what concwentration of drug was initially injected into the pump, but shortly after transfer of the patient to her facility, she removed the drug and refilled the pump with lioresal 500 mcg/ml; rate of 75 mcg/day. The patient continues to have symptoms of psychosis.